Manufacturer narrative:
History of short to sheild is captured in MFR #2916596-2021-05388. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a history of a short to shield and had been previously placed on ungrounded cable. While in the clinic on (B)(6) 2023, 3 driveline fault alarms were found on interrogation of the heartmate ii system controller. The alarms were not active at time of visit. A review of the log files revealed periods of pulsatility index (pi) events. The driveline fault alarms occurred on 24aug2023 at 2352 and 2358 and again on 25aug2023 at 0019. These driveline fault events appeared to be transient.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms. Based on past experience with the heartmate ii left ventricular assist system and similar reported events, these events could be indicative of an issue with the driveline; however, a specific cause could not be conclusively established through this evaluation. The submitted log files contained events from 21aug2023 through 25aug2023 and 30aug2023 through 18sep2023. Multiple yellow wrench advisory alarms associated with driveline faults were captured throughout the files. There were no other notable events or alarms captured. Pump operation was not affected, and the device appeared to operate at the set speed without issue. Multiple attempts were made to obtain additional information from the customer; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-13385, with no further issues reported at this time. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 of this IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for vad-13385 and driveline, serial number 29731 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient later visited their clinic for a follow-up and presented with an increased frequency of driveline fault alarms. Additional log file review captured 62 driveline fault alarms. There were indications of damage on the phase 1 green wire and phase 3 orange wire.